Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint was due to faulty charge-coupled device (ccd) unit. Repair found a shortage in the cable causing interference and intermittent noise on the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image could not be transmitted to the processor and the image was not displayed because of the damage to the camera head. It is assumed that the damage to the camera head is due to the handling of the user. The following is included in the instructions for use which can prevent the event: "do not subject the camera head to shocks. It may be damaged." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for use. No patient involvement or injury was reported. No additional information has been obtained.